Event description:
"When someone from the staff entered the room to join her colleagues who were doing nursing care, they could see that the flow measurement was as at 0 on the evita 2. The patient hoses were disconnected. The alarm was already silenced in spite no-one had pressed the key to do so and in spite it should have reset to active acoustic alarm. Patient received a bradycardia."